Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap in the adhesive between the acoustic lens and ultrasonic probe could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was experiencing bending problems. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted there was a gap in the adhesive between the acoustic lens and the ultrasonic probe. This report is to capture the reportable malfunction of the gap in the adhesive between the acoustic lens and the ultrasonic probe noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the allegation was not confirmed. Additional issues were identified during the device evaluation. The objective lens and illumination lens was damage due to physical impact. The tip bonding part had surface damage. The insertion tube had buckling due to biting of the cover tube. The angle function was abnormal. Discoloration was found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.